Event description:
A customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the video feed was glitching and cutting out but after manipulating the video baton cable it came back on. It was also reported that there was physical wear to the video baton cable. No delay during the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The customer declined the option to have the reported glidescope avl video baton 3-4 returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. However, photos provided by the customer showed significant damage to the video baton cable which was wrapped with tape. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on june 13, 2014 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Due to the age of the device and the fact that there are no repairs available for the video baton, the customer was advised to replace their glidescope avl video baton 3-4. The customer declined to have their video baton returned for evaluation and disposal. At this time, the cause of the reported issue could not be determined; however, it is likely that the age of the device (8 years and 4 months) and the damaged cable caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.